Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue with a catheter from a bioflo duramax 15.5f 32cm dual valve sheath basic kit. Catheter draws air from the y-piece [extension leg tubing]. The patient had to be operated on again and the catheter had to be replaced.

Manufacturer narrative:
The customer's reported complaint description of "catheter draws air from the y-piece [extension leg tubing] cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential root cause for this type of reported failure is a fracture of the extension tubing adjacent to the luer hub. Excessive torquing of this connection and/or not allowing cleaning agents to completely dry can be contributing factors for fracture of the extension tubing at this location. Handling damage to the luer hub-extension tubing junction during device cleaning/use is potential contributing factor. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode labeling review: the following is provided as a reference from dfu item number 16650701-01: warnings: · in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. · use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. · do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. · do not use sharp instruments near the extension tubing or catheter lumen. · do not use scissors to remove dressing. · catheter will be damaged if clamps other than what is provided with this kit are used. · clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. · examine catheter lumen and extensions before and after each treatment for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Corrections to match gudid: d1 brand name. D4: model number, UDI.